Event description:
It was reported by service report that the bed would not lower to the lowest position. The customer reported that they did not now if there was any patient involvement or if there were adverse consequences to report.